Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample 1 mixer, sample probe 3 drain, mixer cable and lamp. The cse ran a quick check and ran controls, resulting within range. The cause of the discordant, falsely depressed glucose and magnesium results is due to a poor mix from sample 1 probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose and magnesium results were obtained on 5 patient samples on a dimension vista 1500 instrument. The initial result for sample ID: (B)(6) was reported out to the physician(s), which was questioned. The initial results for sample ids: (B)(6) were not released to the physician(s). The customer repeated the same sample on the same dimension vista for sample ids: (B)(6) for glucose, resulting higher. The customer repeated sample ids: (B)(6) on an alternate dimension vista instrument, resulting higher than the initial result. The alternate instrument results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose and magnesium results.